Manufacturer narrative:
Pump received with button error alarm and no act button response due to corroded keypad traces. Unable to perform the displacement test due to no button response. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer also reported the act button was not functional when attempting to bolus. The customer's blood glucose was 197 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.